Event description:
The customer contact reported the rate independently changed resulting in the patient receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of heparin at a rate of 24ml/hr. After an unspecified length of time, while responding to an unspecified alarm condition, the nurse noted that the pump was delivering at rate of 40ml/hr instead of the intended rate of 24ml/hr. The pump was removed form clinical service and therapy was continued using a replacement pump. There was no reported adverse patent effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.